Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: b3. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4). Patient ID: (B)(6) + left knee. It is reported via legal documentation the plaintiff underwent left knee replacement b(B)(6) 2016 and is currently unrevised (short form complaint attached). The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene.

Manufacturer narrative:
D10 concomitant devices ((B)(6)) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. ((B)(6)) 201-78-89 - 3"" drill bit, mod. Hex 2 pack. ((B)(6)) 02-010-01-0225 - logic femoral ps cem left sz 2.5. ((B)(6)) 200-02-29 - three peg patella 29mm. ((B)(6)) 201-78-82 - collar fixation pin 2pk 40mm, quick release. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.